Event description:
It was reported during the procedure that there was difficulty positioning the lead and with lead dislodgement. The lead was removed and replaced and the case completed. There were no reported patient complications as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.